Event description:
It was reported that prior to an unknown procedure, as soon as the trocar was extracted from their package, the surgeon detected a defect on the shaft. Another like device was used to complete the procedure. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4). Upon review of the information provided, it was concluded that this event does not meet the FDA defined criteria for a reportable event, and is being considered not reportable.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis. The following information was requested, but unavailable: was defect on trocar cannula? Was defect on trocar obturator? What was defect? Was it bent? Was it cracked? Was part missing or broken off?